Manufacturer narrative:
The event date is unknown. Initial reporter's phone number is (B)(6). Siemens completed the technical investigation of the reported event. No general product issues were identified. The accessory rails are chamfered at the edges and the gap between the rail and the tabletop was dimensioned according to the technical standards. A design change is not deemed necessary at this time.

Event description:
It was reported to siemens that a patient's finger or fingers where abraded on an unknown date while getting off the somatom go.up table. When getting off the table, the patient inserted their fingers between the tabletop and the side accessory rails. The patient reportedly injured their finger or fingers on the sharp edge of the side rail. The injury was described as a scratch, removing some skin. The wound was disinfected, and the technician applied a bandage (band-aid) to treat the injury. No further communication was received from the patient regarding the incident. The reported event occurred in (B)(6).